Manufacturer narrative:
On (B)(6) 2015 09:00 am (gmt-4:00) added by (B)(6) ((B)(4)): after investigation, maquet determined that the most probable cause of this failure is repeated collisions/impacts to the end cap the hospital staff added grease on the bumper, fixed it with a collar, and returned the device to service. The powerled series operating manual includes a verification of the covers during yearly maintenances.

Event description:
The customer reported that the end cap fell off of the light on to the patient's abdomen, just before the surgery started, requiring a new disinfection of the patient. The procedure was completed without the bumper and no injuries were reported. (B)(4).